Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have problems with insulin pump. Customer states that when priming, insulin pump would stop and go into suspend, turn off and when it comes back up it does not read the amount of insulin delivered. Customer also received no delivery alarms. During troubleshooting it was found that customer had a bent cannula. Customer's blood glucose was 264 mg/dl. Customer declined to send infusion set for analysis. No further information provided.